Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted nine (9) years, two (2) months, underwent valve-in-valve procedure due to severe aortic stenosis secondary to leaflets degeneration. The patient presented with shortness of breath. It was learned patient underwent valve-in-valve procedure with a 26mm non-edwards transcatheter valve. The patient was stable and taken to recovery room in stable satisfactory condition. The patient is doing great post procedure.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of cad and diabetes.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted nine (9) years, two (2) months, is being evaluated for valve-in-valve procedure due to unknown reasons.

Event description:
It was learned patient underwent valve-in-valve procedure with a non-edwards evolut fx 26 mm valve. The patient is doing great.

Manufacturer narrative:
Added information to b5, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.